Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient described muscle spasms on their lower left side post-implant. This was determined to be diaphragmatic and phrenic nerve stimulation from the left ventricular (lv) lead. The lead was reprogrammed on two occasions and remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.